Event description:
It was reported that after use on patient, the paramedic pushed the shielded viavalve into the sharps container when the point of the needle became unshielded and stuck the paramedic. This occurred a total of 3 times. The product was not contaminated nor contained a biohazard or chemotherapeutic agent. The healthcare provider was reported harmed due to the needlestick. There was no delay in therapy to the patient. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.